Event description:
After balloon dilatation of the lesion, the stent was found to have severe resistance during delivery along the wire guide. The stent was withdrawn only after gentle and repeated twisting of the wire guide by the user, and after replaced another same rpn of stent, the stent was released without resistance with the same wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Device evaluation: the ziv6-125-10-8.0 device of lot number c2146512 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th of march 2025.on evaluation of the devices the following observations were made: visual inspection: red safety tab not returned. Handle in deployed position. Outer sheath observed to be separated just below the white connector cap. No damage observed along delivery system. Present of stent confirmed. Functional inspection: device flushes without issue and biological matter observed. 0.035 inch size wire guide passes through device as intended. Unable to deploy stent due to outer sheath separation. Images were provided to support the complaint investigation. On the image 01 of the device outer sheath observed to be separated just below the white connector cap. The image 02 shows the label of the device with the lot number. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ziv6-125-10-8.0 of lot number c2146512 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the intended use section of the instructions for use (ifu0041) which accompanies this device instructs the user to: ¿the product is intended for use in the iliac arteries for the following treatments: arteriosclerotic stenosis, total occlusions that have been recanalizated.¿ there is evidence to suggest that the customer did not follow the instructions for use. As per update to the management of complaints procedure (d00348426 rev007) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the description of event and additional information obtained, it is known that the device was used for superior vena cava angiography. This is not the intended area of use for this device. Placing a device in the incorrect location where it has not been tested can cause resistance to be encountered, increasing the level of force to be exerted on the device, thus causing the outer sheath to separate. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24 apr 2025.